Event description:
On (B)(6) 2009, cellulitis overlying previously placed gastric banding reservoir. Band reservoir removed. On (B)(6) 2009, infected adjustable gastric banding. Gastric band and all components removed. MFR name, city and state - unk. Item was involved in the recall of counterfeit surgical mesh.